Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and 99% stenosed proximal circumflex artery. Pre-dilatation was performed with a 2.5 x 12 mm semi compliant balloon inflated to 9 atmospheres. A 3.5 x 23 mm xience v stent delivery system (sds) was advanced to the lesion; however, the balloon would not inflate. The sds was removed and the procedure was completed with another 3.5 x 23 mm xience v. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The proximal shaft of the device was separated. The reported inflation issue could not be replicated due to the condition of the returned device. Additional information was received confirming that the separation resulted from post-procedural handling. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.